Manufacturer narrative:
Philips service performed tube adaptation and verified fluoro functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a fluoro error occurred during clinical use on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.